Event description:
It was reported that during the procedure in the right internal carotid artery, the emboshield nav6 retrieval catheter was inserted over the barewire but felt "thicker". The retrieval catheter could not advance through the rx acculink stent to retrieve the filter. The retrieval catheter was removed from the anatomy and another emboshield nav6 retrieval catheter was successfully advanced through the stent and captured the filter. There was no adverse pt effect. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.